Event description:
The customer reported approximately five milliliters of diluted blood fluid leaked outside the instrument involving the coulter lh 750 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) observed the vacuum was not functioning for the needle bellows drain due to the vacuum trap not seated properly. The fse reseated the vacuum trap and replaced a broken pinch valve vl53b to resolve the fluid leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).